Event description:
It was reported that at the beginning of a da vinci si hysterectomy procedure, the site experienced system error code 23017. The site contacted isi technical support for troubleshooting assistance. The technical support engineer (tse) reviewed the site's system log and found that system error code 23017 was associated with the endoscopic camera manipulator (ecm) arm. With the assistance of the tse, the site exercised an axis on the ecm and power cycled the system. However, system error code 25588 occurred. The tse instructed the site to power cycle the system several more times; however, the issue persisted. The surgeon made the decision to complete the planned surgical procedure using open surgical techniques. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering found system error code 23017 and 25588 in the system error logs. It was determined that these errors were associated with the endoscopic camera manipulator (ecm) arm. The ecm is the camera arm located on the patient side cart which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23017 appears when the da vinci s safety system determines that a motor did not respond as expected and the measured electrical behavior did not match the internal simulation of the motor circuit. Upon determining this condition, the safety systems put da vinci in a recoverable safe state. System error code 25588 appears when the da vinci s safety system determines that, at startup, the current to one motor cannot be controlled to the required precision. Upon determining this condition, the safety systems put da vinci in a non-recoverable safe state. The ecm was returned to isi for failure analysis investigation. There was a data acquisition fault detection (dafd) motor voltage tracking failure on the axis 4 motor/encoder, thus generating the error codes experienced by the site. Isi has made multiple attempts to contact the customer to verify additional information concerning the reported event; however, no additional information has been provided. A follow-up medwatch report will be submitted if additional information is received. As of (B)(6) 2012, there have been no reported recurrences of the issue at this hospital.